Event description:
Patient called to advise she received her kit on (B)(6) 2019 and has been experiencing issues with her v-go devices. Patient stated at least five v-go devices fell off after being applied for only about 10 hours.